Event description:
The company was notified of a size 19 mm mitroflow valve explanted after 3.5 years, reportedly due to aortic stenosis resulting from calcification. The patient (B)(6) at the time of explant, had the mitroflow valve implanted on (B)(6) 2006. The mitroflow valve was replaced with a sorin bicarbon aortic slimline mechanical valve.

Manufacturer narrative:
Device evaluated by manufacturer. The device has been received for evaluation; an evaluation summary was not available at the time of this report; however, initial gross examination and x-rays of the device indicate the presence of calcification and pannus formation on the inflow side of the device. Evaluation: method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.